Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Measurements indicated the product reported as pn 0607 was actually pn 0802. Co was unable to review the lot history of the subject product since the product's lot nuber was unavailable from the doctor's office.

Event description:
Dr. Reported that an implant failed.